Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that after loading a 13.2mm vticmo13.2; -7.5/1.5/179 (sphere/cylinder/axis) implantable collamer lens; it was noticed the lens had a crack on the lens. This occurred on (B)(6) 2021. The lens was not implanted or used. On (B)(6) 2022 a replacement lens was implanted and this resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage to the lens and debris throughout the lens. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).